Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
End user reports "ridges" on the catheter tubing causing discomfort and soreness with use. End user caths multiple times a day and uses up to 300 catheters a month. He reports that the defect is like there are "straight little hashes" cut in the surface of the catheter. He said it can be in varying stops halfway up or even 3/4 of the way up sometimes ranging up to 2 inches long. He said they are just on the surface of the catheter and part of the catheter tubing material. If he runs the sleeve up and down them, he can feel they are present and made of the tubing. He said they are like "little raised edges" or "ribbed areas" and if he has used them to cath with in the past can feel sore in his urethra somewhat on insertion but more so in removal. Soreness went away without intervention. Now he just discards them if he can see or feel this defect. He always preps the catheter properly - bursts water sachet and ensures water gets all over the catheter just prior to use. No additional information was provided. This emdr covers the unknown lot numbers and unknown quantity associated with the reported defect.

Manufacturer narrative:
Investigation: this complaint was evaluated. No photo or samples were received, and the lot number of the product was not provided. Without the lot number, the device history records and internal nonconformity database could not be checked. A review of historical data identified one similar complaint within the last 12 months. No internal nonconformities were recorded for ridges on the catheter tubing. Since the reported lot was processed as cno, it is not possible to verify the related sub assembly catheter lot or the respective machine logbook. A review of the production line controls was performed. According to the inspection criteria, scratches are not permitted, and no rough edges, stains, burrs, or visible foreign particles are allowed. Additionally, rough, sharp, or visible fisheyes are not permitted. All required controls are implemented, active, and adequate to detect issues related to ridges on the catheter. No deviations from the defined controls were identified during the review. It is not possible to verify the manufacturing records for the tubing. Because no lot number was available, batch specific checks could not be completed. However, a process level review confirmed that production instructions, inspections, and control steps are in place, and no abnormal conditions were recorded for this product type. Based on the available information, there is no indication of a manufacturing issue. A trend analysis of complaints, capas, and ncs for this failure mode showed no increasing trend. Together two similar complaints have been reported in the past 12 months. No root cause could be identified due to the missing lot number. The issue will continue to be monitored, and relevant actions will be taken if a trend is observed. This issue will be monitored through the post market product monitoring review process, sop-000741. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.